Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported there was a problem with the implantable pulse generator (ipg) and the device was replaced. The patient also reported that one of the leads was replaced due to the ipg problem. No patient complications have been reported as a result of this event.